Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device not returned. If device is returned to nwm, an addendum will be filed to capture evaluation.

Event description:
Doctor reported, "developed hypotony and shallow/flat anterior chamber a week after surgery". Surgical intervention: cycloplegics; tapering steroid.